Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm, but noticed some condensation on the screen a couple days before, which went away on its own. Her blood glucose level was 92 mg/dl. The customer was advised to revert to a back up treatment plan. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No frozen screen was noted. No moisture damage was noted on the electronics. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.